Event description:
It was reported that the device was explanted due to aborted therapy with alerts for possible output circuit damage and possible high-voltage lead issue.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed. Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench using automated test equipment. All of the low voltage test specifications were normal. The cause of the field event was undetermined.